Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had a pre-syncopal event while traveling on a ferry. A physician on the ferry reported a pulse rate of 40 bpm. Examination in the emergency room revealed no implanted system anomalies. The system remains implanted without change. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had a pre-syncopal event while traveling on a ferry. A physician on the ferry reported a pulse rate of 40 bpm. Examination in the emergency room revealed no implanted system anomalies. Additional information obtained through follow up indicated that the device has been removed to eliminate the need for an additional changeout in the future. No patient complications were reported as a result of this event.